Event description:
A patient was implanted with a prodisc c vivo device at level c4-5 on (B)(6) 2024. The patient was experiencing neck pain and it was found that the patient had an integration issue with the implant. The surgeon believes that either there is an infection at the site or that one side of the implant fused and the other did not. The implant was removed on (B)(6) 2025 and the patient was fused with an anterior acdf and posterior fusion.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device at level c4-5 on (B)(6) 2024. The patient was experiencing neck pain and it was found that the patient had an integration issue with the implant. The surgeon believes that either there is an infection at the site or that one side of the implant fused and the other did not. The implant was removed on (B)(6) 2025 and the patient was fused with an anterior acdf and posterior fusion. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided that showed the integration issue with the implant. There were no anomalies identified during the complaint investigation. The removal was completed due to an integration issue with the implant. The submission is 1 of 1 devices involved in this event.